Manufacturer narrative:
The actual sample received for evaluation. The sample was visually inspected according to procedure for any manufacturing defects. No manufacturing related defects were found. The connection made between the actual sample and a standard fistula needle, a standard female luer and a terumo catheter was tested. The sample made a proper connection in all three cases. The sample was then tested with a standard luer taper gauge and was found to meet standard luer taper specifications. The sample was also submitted to an air pressure leak test according to procedure. No leak was produced. The retractable luer lock is as per design. Based on the sample analysis and the record review, the complaint as stated, could not be confirmed. The record review did not indicate anything relative to the complaint, nothing that could have caused or contributed to the problem. The actual sample performed according to specifications. This info will be monitored for trending. A follow-up letter has been sent to the customer. Complaint is closed.

Event description:
Rec'd notification of complaint via user facility report submitted to clinical svcs. Spoke with director of nursing who reports treatment initiated without incident. Approx 2 1/2 hrs into the treatment, the health care professional caring for the pt was approx 3 feet away at another machine, when she heard a "dripping sound." Upon investigation, noted blood dripping onto the floor. Health care professional immediately shut off blood pump and clamped catheter. (The catheter was found open, no blood dripping from the end). There was no machine alarm as the tip of the venous line was positioned against a pillow and enough resistance was created to maintain venous pressure within the set parameters. The health care professional states that there was approx 500-750cc of blood on the floor. The dir of nursing states that the access was visible at all times and that the pt had been checked 17 mins earlier and was stable at that time. The pt was found unresponsive, cardio-pulmonary resuscitation was initiated and then pt sent to hosp via ambulance where she was pronounced dead on arrival. The actual sample is available. A response letter has been sent to the user.